Event description:
Between july 13, 2021 to march 4, 2022, user facility invalidated approximately 1,007 estradiol results. 45 patients had wrong treatment decisions made as a result of the falsely high estradiol levels; ranging from surgery to starting inhibitors that were not necessary.